Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that there were issues with the neurostimulator (ins) depleting. It was reported this happened 2 years ago. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the cause of the issues with the neurostimulator (ins) depleting was that the battery wouldn¿t charge. The hcp reported that the patient met with a manufacturer¿s representative (rep). The hcp reported that the issues with the ins depleting was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. When asked the cause of the ins depleting was determined, the patient stated the battery just run down. It was stated the patient met with representative who tried to resolve the issue that battery only charged about 25%. It was noted the ins depleting had been resolved.